Event description:
Customer reported that the insulin pump returned an error alarm. Customer reported that the error alarm was recurring during normal use. The insulin pump's alarm history could not be accessed. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A21 alarm after battery change and memory erased due to faulty c13/ib. Pump received with cracked display window corners, battery tube threads, reservoir tube lip, minor scratched display window.